Manufacturer narrative:
Technician replaced the solenoid valves but issue remained. The technician found that it was the inside hydraulic manifold causing the drift. Technician replaced the hydraulic manifold to resolve the issue.

Event description:
Technician alleged that the foot hi-low drifted down. No pt impact.